Event description:
The device results were 253 and 229 mg/dl. The user thought the results were high and took the device to the hospital. The reporter then said there were results in memory of 86 and 95 mg/dl with unknown time frame. No treatment was provided to the user. The device was replaced and requested to be returned for evaluation.